Manufacturer narrative:
The date device returned to manufacturer was reported as (B)(4) 2018 in the initial report and has been updated as (B)(4) 2018. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition of device not spinning freely was confirmed, however the reported condition of overheating was not confirmed. It was also observed that the device laser etching was worn off which is consistent with normal wear over time from the sterilizing process and the locking mechanism was corroded due to detergent residue. Additionally, a review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a cervical spine surgical procedure, it was observed that the minimal access attachment device was not spinning freely which caused the device to overheat. It was unknown if there were delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.